Event description:
The pt experienced drowsiness and seemed "more medicated" and relaxed since walking through a security gate at a store. The pt had an upcoming appointment with their health care professional. The medication being delivered via the pump was not reported. Additional info has been requested from the health care professional, a f/u report will be sent if additional info becomes available.